Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. D4: batch # u94z7y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with a 5 mm trocar on the shaft and with a malformed clip inside of a plastic bag. Upon visual inspection the el5ml device, it was found with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, six clips were found inside the clip track. No conclusion could be reached as to what caused the jaw disengaged. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar." As part our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy surgery, surgeon applied the fifth clip on cystic duct and it didn't form properly. He noticed that he might have applied the clip on the fourth clip, hence caused this issue. When he wanted to remove the instrument from the trocar, it was noticed that the ligamax jaw was out of shape and couldn't be taken out of the trocar. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4) batch # unk. Additional information received: two photos were received for review. During visual analysis, the following was observed: the first photo showed a scissored clip. The second photo showed device in the shaft of trocar and photo was from top view. The device can be seen with one of the jaws that appears to be disengaged. Also a clip that was not properly formed could be observed between the jaws. Based on the photos, the event described is confirmed, however, no conclusion or root cause could be determined. Because the instrument was not returned, the evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.